Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that recognition failure of a probe occurred during a retinal procedure. Upon follow up it was informed that the cut speed and aspiration values of the probe changed during the case. The product was replaced and the procedure was completed without consequences to the patient. There no other event details and patient information available for this event at this time.

Manufacturer narrative:
The device history record shows that the product was released per specifications. A probe sample was returned and visually inspected; no obvious defects or anomalies were observed. A block reader was then used to interrogate the (rfid's) radio frequency identification programmed information, which was found to be correct for the build lot of the rfids. A console representing the current software version was used to test the sample. When connected to the console the rfid tags illuminated green, verifying proper (led) light-emitting diode recognition from both rfid connectors. The cut rate was correctly displayed from the console monitor when connected. The cassette and manifolds were fully tested on the console and met specifications. The rfid connectors functioned per specifications and could be recognized by the console. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. (B)(4).